Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented in clinic for follow up. Upon review, it was noted that the implantable cardioverter defibrillator reached elective replacement indicator (eri) on (B)(6) 2018. Premature battery depletion was suspected based off previous longevity calculations. It was observed that the patient's device stopped transmitting remotely prior to eri. The cause of the telemetry anomaly was possibly due to the patient's distance from their monitor. Device replacement was discussed. No intervention was reported. The patient was stable.